Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The team believes that the wrong diameter tubing was being used. Release testing was completed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump jammed and would not hold an occlusion. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.